Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon was leaking on the endo view out of the proximal end of the balloon while attempted to be inflated. Reportedly, the balloon was deflated and removed the balloon and the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noted that the balloon was leaking on the endo view out of the proximal end of the balloon while attempted to be inflated. Reportedly, the balloon was deflated and removed the balloon and the procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results: a visual examination of the returned complaint device found that the balloon and the catheter of device had no damages. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem; no damages were found and the device works properly. No problem were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.